Manufacturer narrative:
Device review: the device was returned to the manufacturer for eval. A visual inspection of the returned cycler showed no sign of physical damage. Per the cycler identifying, disinfecting and disposition form, there was no used cassette received with the returned cycler. The following tests were performed. Stimulated treatment, valve actuation test and system air leak test. There were no discrepancies encountered in the internal inspection of the cycler. A device history record (DHR) review was performed and the device was found to have been manufactured per specifications.

Event description:
A peritoneal dialysis (pd) patient reported being treated for peritonitis. On follow-up the pd nurse reported the patient was being treated with ceftazidime for cloudy effluent. Treatment was changed to vancomycin after a further culture result. Culture results were requested.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. Medical records confirmed peritonitis (gram negative) which was treated with ceftazidime and vancomycin. Although this type of peritonitis is unlikely related to fmc products as it is likely related to a poor aseptic technique or touch contamination, bowel contamination or exit site infection.